Manufacturer narrative:
Investigation results were made available. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Compatibility of components: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Review of reported event: it was reported that the patient received the biolox head on (B)(6) 2015 and was revised on (B)(6) 2015 due to pain. The patient underwent a second revision later on and this event is reported in (B)(4) (MFR 9613350-2016-00341). Review of received data: implantation report dated (B)(6) 2015: a (B)(6)-year-old female patient underwent a tha due to osteoarthritis into right hip. Procedure seems to be performed according surgical technique. No competitor product was mentioned in the implantation report. Revision report dated (B)(6) 2015: diagnosis: possible aseptic loosening of the right femoral stem with old calcar fracture. Indications: (B)(6)-year-old female patient in 6 months after right tha. Negative to infections. CT revealed old fracture of the calcar. Very tall patient. Findings during surgery: femoral stem found to be well fixed. Joint found to be erythematous and irritated. No corrosion observed, no evidence of loosening on cup. Patient reported posterior subluxations when flexing the leg to 90 degree. Procedural: the femoral head was immediately removed after dislocation. Fibrous tissue removed to expose proximal stem/femur interface. Femoral neck removed. Surgeon state that patient did not have a femoral diagnosis of marfan's but she probably had some joint laxity and her pain probably occurred because of this instability and subluxations. Zimmer cable implanted to treat the fracture observed in the CT. The liner was also removed. The cup was not revised (most probably continuum cup). Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause determination using to sap dfmea: mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination => possible: since the surgeon reported that the patient had a potential joint laxity, it is possible that the size of the implanted product was not adequate for the patient. Without x-rays and patient details, it cannot be excluded. Mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products => not possible: combination approved by zimmer. Conclusion summary most probably, as reported in the revision report, the subluxation reported by the patient are due to a joint laxity of the patient. Without x-rays, office visit notes, devices or photos of the explanted implant(s), bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history, adherence to rehabilitation protocol, is very difficult to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
This case was re-open to enter additional information received on (B)(6) 2016. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Compatibility of components: the compatibility check was performed from and showed that the product combination was approved by zimmer (B)(4). Review of received data: there were 2 x-rays dated (B)(6) 2015 received. Both x-rays do not show any abnormality of the biolox head. There are some dark areas around the cup. The revision performed on (B)(6) 2015 was due to stem loosening. Implantation report dated (B)(6) 2015: (B)(6) year-old female patient underwent to tha due to osteoarthritis into right hip. Procedure seems to be performed according surgical technique. No competitor product mentioned in the implantation report. Revision report dated (B)(6) 2015: diagnosis: possible aseptic loosening of the right femoral stem with old calcar fracture. Indications: (B)(6) year-old female patient in 6 months after right tha. Negative to infections. CT revealed old fracture of the calcar. Very tall patient. Findings during surgery: femoral stem found to be well fixed. Joint found to be erythematous and irritated. No corrosion observed, no evidence of loosening on the cup. Patient reported posterior subluxations when flexing the leg to 90 degree. Procedural: the femoral head was immediately removed after dislocation. Fibrous tissue removed to expose proximal stem/femur interface. Femoral neck removed. Surgeon states that the patient did not have a femoral diagnosis of marfan's but she probably had some joint laxity and her pain probably occurred because of this instability and subluxations. Zimmer cable implanted to treat the fracture observed in the CT. Liner also removed. Cup not revised (most probably continuum cup) a pre op report dated (B)(6) 2015 was received. That report describes that the patient did appear to have a non-displaced fracture of the calcar. It was discussed with the patient the plan of going in through a posterior approach, dislocating the hip and evaluating the hip. The revision performed on (B)(6) 2015 was due to stem loosening. Devices analysis: no product was returned to zimmer (B)(4) for in-depth analysis. Root cause determination using dfmea: mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination => possible: since the surgeon reported that the patient had a potential joint laxity, it is possible that the size of the implanted product was not adequate for the patient. Mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products => not possible: combination approved by zimmer. Conclusion summary : most probably, as reported in the revision report, the subluxation reported by the patient was due to a joint laxity of the patient. Without having the explanted devices it is very difficult to perform a meaningful analysis of the reported event. Furthermore, there are no x-rays available right before the revision surgery. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive explanted devices for review. No surgical report or x-rays were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta head, 12/14, 32 x 0, on (B)(6) 2015. The head was removed on (B)(6) 2015 due to unknown reasons and replaced with another biolox head. Note: this is a splitcase with zimmer inc., (B)(4).

Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information was received on february 24, 2016. It was now reported that the patient was implanted a biolox delta head, 12/14, 32 x 0, on (B)(6) 2015. The head was removed on (B)(6) 2015 due to pain and replaced with another biolox head.